Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had had a new system implanted in 2010 with the same results as previous device, high level of pain that had seemed almost to be worse when it was turned on than not. It was noted that after many months of driving 90 miles for adjustments, pain medication and botox, the conclusion was that the deep brain stimulator was not going to work for the patient. It was later reported that the patient had had 2 deep brain stimulators the second one was explanted in (B)(6) 2011. It was noted that the deep brain stimulator was ineffective in treating the patient¿s spasticity. Additional information was requested but had not been received as of the date of this report.